Event description:
It was reported the patient experienced an immediate and ¿sudden¿ loss of stimulation/therapeutic effect following a car crash. The patient also reportedly experienced ¿stimulation in the wrong location¿ with ¿less than 50% therapy relief¿ at the lead location. Impedance testing found that ¿impedances were high and two were over 10000¿ ohms. The patient¿s extensions were replaced as a result of the event. Following the replacement of the extensions the issue was resolved and the patient¿s ¿therapy was restored¿ with ¿good therapy.¿ additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the first lead found ¿all conductors were broken 12.1 cm from the cut end of the lead.¿ it was noted the breaks were at the twist lock anchor site. Analysis of the second lead found ¿the #1 conductor was broken 24.7 cm from the distal end.¿ it was noted the break was at the twist lock anchor site.

Manufacturer narrative:
Concomitant: product ID 748951, serial# (B)(4), explanted: 2015-(B)(6), product type extension. Product ID 748951, serial# (B)(4), explanted: 2015-(B)(6), product type extension. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), explanted: (B)(6) 2015, product type: extension. Product ID 748951, serial# (B)(4), explanted: (B)(6) 2015, product type: extension. Product ID 3487, product type: lead. Product ID neu_tlock_anchor, product type: accessory. Product ID 3487, product type: lead. Product ID 3487, product type: lead. Product ID 748951, serial# (B)(4), explanted: (B)(6) 2015, product type: extension. Product ID 748951, serial# (B)(4), explanted: (B)(6) 2015, product type: extension. Product ID 74002, product type: adapter. Product ID 3487, product type: lead.

Event description:
It was reported the patient experienced an immediate and "sudden" loss of stimulation/therapeutic effect following a car crash. The patient also reportedly experienced "stimulation in the wrong location" with "less than 50% therapy relief" at the lead location. Impedance testing found that "impedances were high and two were over 10000" ohms. The patient's leads were replaced as a result of the event. Following the replacement of the leads the issue was resolved and the patient's "therapy was restored "with "good therapy."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.